Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap colon procedure, at the time of assembling the reload in the stapler, it did not fully engage and was loose. When assembling another reload, it worked correctly, confirming that the problem was of the initial reload. Surgery was not delayed and was successfully completed with another reload. No fragments were generated and there were no patient consequences. No other medical intervention was required.